Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jun2020.

Event description:
The customer reported that the display was dim during pre-use check, and that adjusting the brightness level did not resolve the problem. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The repair is pending customer approval.

Manufacturer narrative:
G4:12nov2020, b4:01dec2020. The user interface (ui) assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the user interface assembly was received with damage touchscreen. During debugging, found cold cathode fluorescent lamp (ccfl) burn out. Due to the damage to the (ccfl) backlight no further testing required. The burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09sep2020. B4: 11sep2020. The field service engineer replaced the user interface (ui) assembly and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.